Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, rash, redness, and inflammation at the insertion area which occurred 3 days after the sensor had been inserted in the arm. The day the sensor was removed, the patient was evaluated by the dermatologist and prescribed oral antibiotic, cephalexin 500 mg 3 times a day for two weeks, indicating infection. There was no documentation of further medical intervention. By the time of the report, the reaction was improving. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).